Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for f10. Position 2: 1738 device label code for f10. Position 3: 1701

Event description:
Event: (cc# 98-00148) the iab leked and would not inflate. (Multiple event to customer complaint number 98-00149) the following was reported to datascope on 2/23/1998: the system pump alarm sounded. The dr believed that there was a kink in the catheter. The iab was removed and another inserted. There was no pt injury or complication as a result of the event. [Event complications]: unknown - reported 2/3/1998; none - reported 2/23/1998. [Pt's current status]: unk - rpt'd 2/3/1998.